Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported that the patent's previous setting was too much for them and caused a vibrating sensation in their vagina since (B)(6) 2015. The patient went to decrease stimulation and might have accidentally changed the program because they were going to the bathroom more at night like they were before implant. The patient experienced a loss or change of therapy in (B)(6) 2016 and their implant was working really well until they made the adjustment. The patient was going to the bathroom 2 to 3 times and needed help adjusting their settings. The patient programmer batteries were depleted and the patient saw the replace programmer batteries screen. The patient didn't have new batteries to try. The patient's programmer was now working on (B)(6) 2016 and the patient wanted to try another program. The patient was on program 3 at 0.40v and stimulation was on, but they didn't feel stimulation. The patient increased stimulation to 0.6v and was going to try this setting and see if it helped their symptoms. The patient's device did not seem to be working because the patient had an accident on (B)(6) 2016 and they were upset. The patient also had an accident 1 time in school. The patient's accidents began in (B)(6) 2016. The patient wanted to be on a setting that would not let them pee on themself. The patient had it high 1 time, which was helping, but their health care provider (hcp) turned it back down and the patient didn't like it. The patient was peeing at night and did not feel stimulation with the therapy on. The patient had only tried programs 1 to 3 and was on program 3 at 0.9v. The patient increased stimulation to 1.2v and felt stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.